Event description:
Pt had surgery for repair torn rotator cuff with graft in 2009. Surgeon notified center, pt returned to anther hospital for washout of surgical site, due to rejection of graft-final cultures revealed no infection present. Dates of use: 2009. Diagnosis or reason for use: torn rotator cuff left.